Manufacturer narrative:
Complaint is confirmed. Visual evaluation, it was noted that the slot of the screw was stripped. Functional testing was not performed due to the damage to the device. The most likely cause of this condition is excessive force/friction during use or insertion.

Event description:
It was reported that during an arthroscopy surgery the plastic part of the device broke off at the tip and the screw could therefore no longer be inserted. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.